Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, force sensor, internal battery, keypad flex tail, battery tube and vibrator. No moisture damage on the keypad traces and keypad dome switches during the visual inspection. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: pillowing keypad overlay, cracked select button keypad overlay, faded serial number label, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. No damage on the belt clip rails noted. Flashing medtronic logo was observed during analysis due to moisture damage on the electronic assembly. Pump expose to moisture confirmed. Pump unable to download/upload confirmed. Cosmetic damage at the belt clip rails was not confirmed, however, other cosmetic damage was noted. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer had a crack and fluid in the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported physical damage to the belt clip rail and fluid under the battery compartment and display. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and the customer's response was the device returned.